Manufacturer narrative:
Device 1 of 10. Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported that the wafers were off centered. The product was used on patient. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafers were off centered. The product was used on patient. Photographs depicting the issue were received from the complainant.